Manufacturer narrative:
The returned device was evaluated and the inspection of the device found corrosion on the pcb assembly and bottom battery. Initial attempts to download the data from the pod were unsuccessful as all three battery voltages were measured to be lower than expected. The pod was connected to an external power source and the pod data was successfully downloaded. The download data does not contain any timeouts, drive stalls, or hazard alarms. Inspection of the fluid path components found a tear in the unexposed portion of the soft cannula which resulted in fluid leaking inside the device. This internal leak contributed to the corrosion observed and low battery voltages. The investigation confirmed the internal soft cannula leak prevented the proper delivery of insulin.

Event description:
A patient reports while wearing a pod for longer than 48 hours their blood glucose level had rose to 395 mg/dl. The patient reports they have removed the pod from the infusion site (arm).